Event description:
It was reported that the unit experienced an e-1 error message. Further, the bulb in the unit had just been replaced.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.